Event description:
Customer reported the expiration date on the test strip box does not match the one on the test strip vial. No treatment. A request was made for the return product and replacement product was sent.